Event description:
Physician reported that patient noticed that left implant appeared different from right implant. After cat scan, physician also felt that implants appeared different. Almost 6 months after implantation, the physician explanted both devices. Upon explantation, the left side device was found to be eroding into sinus.

Manufacturer narrative:
Method: reviewed device history records. Results: device history record review revealed no assignable cause for the reported events.